Event description:
Meter had missing segments. Senior medical affairs specialist mailed a letter since the patient could not be reached. A blood glucose reading of 446 mg/dl was obtained on the physician's meter at a regularly scheduled appointment. No treatment was administered. The patient had been in and out of the hospital due to their unstable blood glucose levels. Patient did report having a back up meter. The customer service representative replaced the meter due to missing segments. The patient neither alleged harm nor experienced injury or medical intervention due to the meter. There was no evidence that the patient attempted to test with the reported meter on the day that patient was scheduled to see their physician.